Event description:
The 4fr PICC was placed in 2000, pt developed mechanical phlebitis and a line of sterile phlebitis up the arm. Five days later it was noticed and pulled, hosp was done with the treatment.